Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was occasional undersensing and variability in the atrial electrogram during ventricular tachycardia. The device and atrial lead are still in use. No patient complications have been reported as a result of this event.